Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this lead was subjected to and passed all electrical testing. No mechanical testing was completed. Analysis determined this lead met specification.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted one day post implant due to loss of capture associated with dislodgement. No additional adverse patient effects were reported.